Manufacturer narrative:
The reported arh solutions 2 head 22mm, left was not returned for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found for the arh solutions 2 head 22mm, left (part number 5001-0522l-s, batch numbers 597338). Based on the information received, the root cause could not be determined.

Event description:
An "arh solutions 2 head 22mm, left" failure was reported by duke university hospital for a post operative loose implant. The index surgery was performed on (B)(6)2024. Requests for additional information have been made. If/when additional information is received a follow-up MDR will be submitted. No other adverse patient consequences were reported. This report is related to report number 3025141-2025-00085 for the "8.0mm x 0.0mm stem" involved in this event.